Event description:
A caregiver reported a low reading with the adc device. The caregiver reported an unspecified low sensor reading with the customer experiencing loss of concentration and seizure. The customer was treated with glucose injection. As the caregiver did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.